Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2016 with the following findings: a review of the black box showed multiple occlusion alarms with a high force. The rewind, load, and prime steps were completed successfully. Force sensor calibration testing was performed and successfully detected the right force. The pump was exercised for 24 hours and no alarms were emitted. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.